Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. The surgeon performed a procedure on (B)(6) on a patient having an acute cholecystitis lithiasis. The procedure went well. Three days later, on (B)(6), 2011, the patient was re-hospitalized in emergency for a bilioperitoine, the surgeon reoperated under coelioscopy, and noticed that the clips put on (B)(6), 2011 had dropped. The surgeon repositioned a clip but at later stages, this new clip would also have dropped. Unknown how case was completed. One device was discarded.

Manufacturer narrative:
(B)(4). The following information was provided after a conversation with the sales rep and surgeon: "the patient is still hospitalized (as of (B)(6) 2012). He had some complications: peritonitis due to the second procedure he had after the first clip dropped (on (B)(6)). Sacred pressure sore (eschar) due to its prolonged decubitus position. The patient is practically out of the woods, he should be able to go home within a month."

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.